Manufacturer narrative:
The device, used in treatment, was not returned for evaluation; therefore, the reported event could not be confirmed. These devices were manufactured in 2014. A clinical evaluation was conducted and dislocation(s) were related to the patients reported ¿twisting of leg¿ and ¿shifting positions in bed¿ and cannot be associated with a mal-performance of the implant. The patient impact beyond the reduction cannot be determined. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include limited range of motion or improper sizing. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported recurrent dislocations on (B)(6) 2014 of the left hip. These dislocations required relocation and to place abduction brace both times.